Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the customer uses the infusion sets for 3 days. Tandem technical support advised the customer that using infusion set for longer than 2 days is off label. The customer reverted to manual injections for insulin therapy. Customer declined troubleshooting with tandem technical support.